Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('attempted the same on the left but were unable to visualize any coils on that side as most likely embedded in the isthmus portion') and device breakage ('small fragments of the coils bilaterally that were visualized (left essure coil))') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic fracture, motor vehicle accident and post procedural complication. Concurrent conditions included lower abdominal pain and nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and myofascial pain syndrome ("myofascial pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, pelvic pain and myofascial pain syndrome outcome was unknown. The reporter considered device breakage, embedded device, myofascial pain syndrome and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: there were very small fragments of the coils bilaterally that were visualized. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('attempted the same on the left but were unable to visualize any coils on that side as most likely embedded in the isthmus portion') and device breakage ('small fragments of the coils bilaterally that were visualized (left essure coil))') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic fracture, motor vehicle accident and post procedural complication. Concurrent conditions included lower abdominal pain and nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and myofascial pain syndrome ("myofascial pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device breakage, pelvic pain and myofascial pain syndrome outcome was unknown. The reporter considered device breakage, embedded device, myofascial pain syndrome and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2018: there were very small fragments of the coils bilaterally that were visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.